Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery, with a 1 hour taper up and a 1 hour taper down, a vtbi (volume to be infused) of 2750ml, for a duration of 20 hours, and a 2890ml container size. No further programming parameters were provided. After an unspecified length of time, the homecare pt's son reported that the delivery was taking longer than expected to complete; however, no specific details were provided. It was reported that the pump did alarm for "warning: replace battery" and that the disposable batteries needed to be changed frequently. The device was removed from clinical service. Therapy was resumed using a replacement device that was in the pt's home. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. No medical interventions were provided. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.87 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the mfg facility. The history indicates on (B)(4) 2010 at 1059, the device was programmed in the tpn with taper up and down mode, with a 2750ml tpn volume, a 1 hr taper up, a 1hr taper down, a tpn total time of 20 hours, a 2890ml container size, air sensitivity set to off, and the device was powered off. On (B)(4) 2010 between 2003 and 2004, the device was powered on using batteries, the delivery was started, taper up began, a check cassette p (proximal) and power loss alarm occurred. On (B)(4) 2010 at 1443, the device was powered on. A review of the delivery found that on the reported event date of (B)(4) 2010, the delivery was not started and no low battery alarms were noted. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).